Manufacturer narrative:
(B)(4). During investigation, it could be detected that the tip of the guidewire was uncoiled and that the outermost part of the tip was separated, as the guidewire does not meet the specification in length. Microscopic inspection revealed a rough and tapered end of the guidewire core, which indicates that the guidewire was withdrawn with excessive force. As the IFU indicates,(page 5): ¿use of excessive force may tear off the guide wire. Therefore, guide wire and catheter are to be removed simultaneously.¿ the root cause for this issue is seen as a handling error by the user, not following the IFU. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought and the involved catheter and guidewire was returned for investigation. Investigation is ongoing at the moment. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that after catheter insertion, the guidewire couldn't be withdrawn. Finally the physician removed the guidewire and found it unraveled/uncoiled. The patient was examined under x-ray and found a small portion of guidewire might be stuck in tissue. Considering the patient's age, the physician decided not to remove the guidewire with additional surgery. Patient's current status is stable and discharged. (B)(4).